Event description:
A caller reported a cartridge alarm issue which did not cause the customer's blood glucose level to exceed 500 mg/dl. The cartridge alarms occurred consecutively, and although the issue was confirmed, there was no adverse impact to the customer's blood glucose level due to the reported alarm. Consequently, the customer opted to use multiple daily injections as a backup therapy.